Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that coil could not be inserted in the hub of the catheter. The moderately tortuous target lesion was located in the left internal iliac artery (iia). A 6mm x 20cm interlock-35 coil was selected for use. During preparation, when trying to insert the coil into the 5f non bsc catheter, it was noted that there was resistance felt at the hub part and the coil could not be inserted. The device was removed together with the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status post procedure was stable. However, device analysis revealed that the interlocking arm was detached and it was not returned and proximal and distal fiber bundles were missing. Device evaluated by MFR: the device was returned for analysis. A main coil was returned for this complaint. The delivery wire and introducer sheath were not returned. The main coil was found kinked and stretched; the interlocking arm was detached and it was not returned. No more damages were found in the returned device. The delivery wire was not returned. The main coil zap tip has a smooth surface. The main coil was stretched and kinked; the interlocking arm was detached and it was not returned. The fiber bundles showed blood residues. Dimensional inspection revealed that the number of distal and proximal fiber bundles failed to meet specification. The zap tip outer diameter (od) and the primary coil od were within specification.